Manufacturer narrative:
Investigation findings: the customer reported a loss of audible alarm function on the cic pro following a hospital-wide power outage. On follow-up with the customer, there was no related adverse patient consequence, nor allegation that the issue led to a missed patient event or delay in treatment. The biomedical engineer rebooted the cic pro which restored the audio function. Per review with gehc engineering, this event was determined to be related to a previously investigated issue wherein the cic pro device may lose audible alarm function. The visual alarms are still present and active. If the patient is also connected to a bedside device, the alarms at the bedside monitor are unaffected. Gehc attempted to reproduce the issue with similar devices in a test lab, reviewed device performance log files for other devices that showed the same issue, and performed extensive historical data analysis along with technical design review. Gehc was unable to determine a definitive root cause for the loss of audible alarm function. Gehc continues to evaluate incoming complaints and investigate where appropriate. H3 other text : device problem already known, no evaluation necessary

Event description:
It was reported that audible alarms were not being provided by the cic pro. There was no related adverse patient consequence.

Manufacturer narrative:
Legal manufacturer: (B)(4). Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.